Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high and ketone level was small. Cuase was not known. Customer administered a manual insulin injection to address bg. Customer declined technical support's offer to troubleshoot.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.